Event description:
It was reported that during an unknown procedure, during its first usage, with its first load, the stapler worked perfectly. In the second load, the stapler presented problem and did not staple the incision. The load was replaced and worked again. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.